Manufacturer narrative:
This event concerns a device that was manufactured an used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to reply dr or sr models approved. Therefore, the MDR is being submitted at this time. The analysis is pending.

Event description:
The pacemaker involved in this MDR report was replaced after a few hours of implantation, due to sensing issues.